Event description:
The pt reported that she experienced elevated blood glucose (value not provided) while flying and she found that the insulin cartridge was half full of air. She believes this was due to the change in pressure during take-off and landing. During the flight home, she disconnected from the infusion device and watched the device during take-off and landing and stated that she could see the piston rod retracting and insulin bubbling. Prior to the flight she changed the insulin cartridge and adapter. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The pump passed all functional, alert and error tests. No malfunction could be observed during the iu investigation. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The pump passed all functional, alert and error tests. No malfunction could be observed during the iu investigation. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.